Manufacturer narrative:
The abbott tsh reference range is 0.35 - 4.94 uu/ml. The patient sample was provided for investigation. The investigation found that the patient had an interfering factor to the ruthenium component of the tsh reagent. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur." No product issue was identified.

Manufacturer narrative:
This medwatch will cover tsh. Refer to medwatch with a1 patient identifier pt-83330 for information on the ft4 results. The analyzer serial number is (B)(6). The sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys tsh assay ver.2 results for 1 patient on a cobas e 801 module compared to an abbott analyzer. On (B)(6) 2023, the initial tsh result was 10.5 uiu/ml. On (B)(6) 2023, the sample was sent to another laboratory for testing on an abbott analyzer. The tsh result was 0.11 uiu/ml. The reference ranges were requested but not provided. The abbott results were deemed more in accordance with the patient's clinical picture.